Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant an trapease retrievable vena cava filter for the treatment of deep vein thrombosis (dvt) and pulmonary embolism. The device was implanted just below the patient¿s renal vein. The device was positively identified by the patient¿s medical records. On or about two years and five months post implantation, the patient received a scan on the abdomen and the pelvis region. The patient was diagnosed with occlusion of the inferior vena cava (ivc) and both common iliac veins. There is also a small filling defect in the ivc noted right about where the ivc filter is. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter's malfunction, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc and iliac veins do not represent a device malfunction. The briefing also mentions filling defect in the ivc. Without procedural films for review, the reported filling defect could not be confirmed and the exact cause could not be determined. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an trapease retrievable vena cava filter for the treatment of deep vein thrombosis (dvt) and pulmonary embolism. The device was implanted just below the patient¿s renal vein. The device was positively identified by the patient¿s medical records. On or about two years and five months post implantation, the patient received a scan on the abdomen and the pelvis region. The patient was diagnosed with occlusion of the inferior vena cava (ivc) and both common iliac veins. There is also a small filling defect in the ivc noted right about where the ivc filter is. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter's malfunction, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body.